Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported the implant slipped into the maxillary sinus during insertion 2026-03-23, didxw213: team and safety officers informed. Reportability rationale. Cn: the adverse event has been deemed reportable in china. The event has been deemed not reportable in the following countries: EU: it does not meet the criteria of a serious incident and reflects a documented inherent device risk, the event is deemed not reportable to the ca, but will be documented and monitored through post-market surveillance. Br: this event occurred outside of brazil and there is no causal relationship between the medical device and reported event, no confirmation or a strong suspicion that its medical device is the cause, or one of the causes, of the occurrence. Thus, not reportable. Jp: the critical event occurred outside of japan and is predictable. Its occurrence rate is known and did not exceeded the expected value. Therefore, not reportable. Au: event occurred overseas. Ca: event occurred in a foreign country with a class iii device.